Event description:
In 2006, nellcor received a report where it was claimed that 30 minutes after insertion of the device, the tube developed a leak. The source of the leak was not identified. The caller reported that replacement of the tube was required. The tube was replaced without incident.

Manufacturer narrative:
Investigation of this report is currently in progress.